Event description:
High rate-ns on (B)(6) 2024. Oversensing of external electromagnetic interference. 32 short v-v intervals all occurred (B)(6) 2024 on the same date of the episode. All lead trends stable and steady state. Can to rvcoil egm shows some brief artifact associated with the oversensing events. Later in the hr-ns episode, oversensing occurs on right ventricular tip to right ventricular coil where the farfield shows no associated artifact. Time of episode ~8:30 am est/local time on a monday morning. Suspect patient subject to medical procedure at time of the episode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).